Event description:
Additional information: age: 15 months height: 58 cm weight: 5.3 kg.

Manufacturer narrative:
Investigation: block a2, a4, d9 investigation: visual inspection: the following observations were made during the visual inspection: -some visible particles in the delivery liquid measurement of surface of the housing: the measured value of -0.054 mm lies outside the given tolerance (0 ± 0.02mm). Too much pressure on the valve, for example through the adjustment tool or resulting from a fall or hit to the head of the patient, can compromise the integrity of the valve. Permeability test: the test showed that the prosa is non-permeable. Computer control test: the computer controlled test is not applicable, because the detected blockage in "7.3 permeability test". Adjustability test: the prosa was found to be non-adjustable within the specified range. Braking force and brake function test: the braking force test indicates that the brake function of the prosa is present. Due to the non-adjustability of the valve, as detailed in section"adjustability test", an investigation of the braking force was not possible. Internal inspection of product: after dismantling of the valve, clearly deposits were found in the prosa. Results: based on our investigation results, we can identify a "blockage" of the valve. We are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Manufacturer narrative:
Investigation on-going. Investigation results will be provided in a supplemental report.

Event description:
It was reported that a progav 2.0 shunt system (part # fx438t) was implanted in (B)(6) 2020. According to the complainant, the shunt system was believed to be clogged. The patient underwent a revision procedure. The complaint device was returned for evaluation. No patient complications were reported as a result of the revision procedure on (B)(6) 2021. Patient informations: age y: (B)(6). Same patient/event: medwatch#3004721439-2021-00060.